Event description:
On 03/06/2010, patient reported that on (B) (6) 2009, he was kind of dozing off and the next thing he remembers is waking up with paramedics working on him. He stated they have found that when he goes into rem sleep his blood glucose readings tend to drop. Patient reported they have adjusted his basal rates for that. Patient stated that when he was in the bathroom passed out, his dog started barking loudly outside the door and his wife came to see what all the commotion was about and found him passed out. Patient reported his wife called paramedics who found his blood glucose to be 24 mg/dl and gave him an IV with glucose and when he came to, gave him water with sugar. Patient stated he quickly came out of it and started walking around and did not have to be transported to the hospital. Patient reported his said he had tested about an hour before the incident and his reading was 97 mg/dl so he ate a sandwich and then when he dozed off, his reading dropped even further. Patient stated that concern has already been addressed and corrected by his physician. No product return was requested.

Event description:
Caller reported blood glucose results of 456 mg/dl and 147 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.